Event description:
The pt was implanted with a smooth saline prosthesis on 11/22/95. On 12/18/95 the physician noted that the pt had developed an infection in the left breast and removed the prosthesis. No add'l info regarding this occurrence is available at this time.